Event description:
Leakage from the tubing of the transfer set was found during use. The set had been used for 120 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for tubing leakage due to a pinhole in the tubing (about 1/8 inch from the patient connector). A batch review could not be conducted since the lot number is unknown. The root cause of the pinhole could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.